Event description:
Multiple reports in past week within this facility for leaking ice pack after activation. All leaks identified to one lot number 8405-1. One exposure to eyes occurred requiring followup through employee health. Contents: ammonium nitrate and water. No patient involvement. Manager reports that the pack appears to be leaking from back seam of bag.